Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-01282. It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances on both leads. As a result, surgical intervention may be undertaken at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the patient had surgery on (B)(6) 2023 wherein the leads were explanted and replaced to address the issue.